Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
A new device was successfully implanted. When this device is returned for analysis and analysis has completed, the report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device did not reach the longevity expectation after 42 months in the service. The elective replacement indicator (eri) triggered. This device is not included in any advisory population. Additionally, during the explant procedure, blood was observed underneath the sealing of the left ventricular (lv) screw port. The sealing appeared intact, but a malfunction due to the blood infiltration was suspected. A new crt-d device was successfully implanted and reconnected to the chronic leads. No adverse effects were reported.